Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device: laying along side of right fallopian tube due to perforation/ perforation (fallopian tube(s))/failure to occlude'), device breakage ('underwent 2nd surgery for removal of essure piece in the left uterine cornu') and pregnancy with contraceptive device ('pregnancy (termination)') in a 33-year-old female patient who had essure (batch no. B02261) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ essure device failure". The patient's medical history included abortion in 2009, miscarriage in 2003, multigravida, parity 3 ((B)(6) 1997, (B)(6) 2000 and (B)(6) 2013), cervical intraepithelial neoplasia ii, vaginal discharge, cervical dysplasia, nabothian cyst, endocervicitis and d & c. (B)(6) 2014: tissues: 1. Fallopian tube, nos - bilateral fallopian tubes 2. Poc - products of conception final diagnosis 1. Bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. Salpingitis isthmica nodosa is identified adjacent to the right tube. 2. Uterine content: products of conception gross description: specimen h1 is labeled "bilateral fallopian tubes" and consists of two intact fallopian tubes with unremarkable fimbria that are 6.5 and 6.2 cm long and range up to 0.7 cm in diameter. No discrete lesions are detected. Representative sections of each tube are submitted as la and lb. Also included with the specimen is a 6.1 x 0.4 x 0.2 cm two piece aggregate of wire catheter and curled metal ribbon consistent with essure device hardware. This portion of the specimen is submitted for gross identification only. Specimen #2 is labeled "products of conception" and consist of a 6.4 x 3.8 x 2 cmaggregate of red/pink soft tissue, some of which appears to represent immature placenta. No hydropic change or fetal tissue is detected. A representative portion of the specimen is submitted as 2a-2c. Previously administered products included for an unreported indication: topiramate. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/ left pelvic pain and right pelvic region pain"). The patient was treated with surgery (essure pieces removal on (B)(6) 2017, bilateral salpingectomy on (B)(6) 2014 and dilation and curettage with suction of suspected malformed fetus due to wellbutrin exposure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device breakage, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the coils were deployed and the sheath was removed, leaving 3 visible coils. Closure of procedure. The patient was recovered. She tolerated the procedure well. Date(s) of removal: (B)(6) 2014 (other (please specify) - laparoscopic bilateral salpingectomy dilation and curettage with suction of malformed fetus due to drug exposure) (B)(6) 2017 (other (please specify) - laparoscopy to remove piece of essure coil) diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: eight week size pregnant uterus. Normal fallopian tubes and ovaries bilaterally. The essure coli from the right tube, perforated in the peroneal cavity and was laying along the fallopian tube. Ultrasound uterus - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device: laying along side of right fallopian tube due to perforation/ perforation (fallopian tube(s))/failure to occlude'), device breakage ('underwent 2nd surgery for removal of essure piece in the left uterine cornu') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) female patient who had essure (batch no. B02261) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ essure device failure". The patient's medical history included abortion in 2009, miscarriage in 2003, multigravida, parity 3 ((B)(6) 1997, (B)(6) 2000 and (B)(6) 2013), cervical intraepithelial neoplasia ii, vaginal discharge, cervical dysplasia, nabothian cyst, endocervicitis and d & c. (B)(6) 2014: tissues: fallopian tube, nos - bilateral fallopian tubes. Poc - products of conception. Final diagnosis: bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. Salpingitis isthmica nodosa is identified adjacent to the right tube. Uterine content: products of conception gross description: specimen (B)(6) is labeled "bilateral fallopian tubes" and consists of two intact fallopian tubes with unremarkable fimbria that are 6.5 and 6.2 cm long and range up to 0.7 cm in diameter. No discrete lesions are detected. Representative sections of each tube are submitted as (B)(6). Also included with the specimen is a 6.1 x 0.4 x 0.2 cm two piece aggregate of wire catheter and curled metal ribbon consistent with essure device hardware. This portion of the specimen is submitted for gross identification only. Specimen (B)(6) is labeled "products of conception" and consist of a 6.4 x 3.8 x 2 cm aggregate of red/pink soft tissue, some of which appears to represent immature placenta. No hydropic change or fetal tissue is detected. A representative portion of the specimen is submitted as (B)(6). Previously administered products included for an unreported indication: topiramate. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/ left pelvic pain and right pelvic region pain"). The patient was treated with surgery (essure pieces removal on (B)(6) 2017, bilateral salpingectomy on (B)(6) 2014 and dilation and curettage with suction of suspected malformed fetus due to wellbutrin exposure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device breakage, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the coils were deployed and the sheath was removed, leaving 3 visible coils. Closure of procedure. The patient was recovered. She tolerated the procedure well. Date(s) of removal: (B)(6) 2014 (other (please specify) - laparoscopic bilateral salpingectomy dilation and curettage with suction of malformed fetus due to drug exposure) (B)(6) 2017 (other (please specify) - laparoscopy to remove piece of essure coil). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: eight week size pregnant uterus. Normal fallopian tubes and ovaries bilaterally. The essure coli from the right tube, perforated in the peroneal cavity and was laying along the fallopian tube. Ultrasound uterus - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and device breakage. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet and medical records received. This case became incident. Event injury nos was replaced with new events. New events added from pfs: migration of essure device: laying along side of right fallopian tube due to perforation/ perforation (fallopian tube(s))/failure to occlude, underwent 2nd surgery for removal of essure piece in the left uterine cornu, pregnancy (termination), pain/ left pelvic pain and right pelvic region pain. Patient demographic information updated. Essure start date and stop date was updated. Other relevant history and lab data was updated. Essure lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.